Event description:
It was reported that a patient passed away right after surgery. She was last seen at approximately 1:30 pm and found dead the following morning. No additional information was able to be obtained.

Manufacturer narrative:
The date of the patient¿s death is unknown and was unable to be obtained. Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).